Manufacturer narrative:
Problem of carrier would not retract. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03323 pertains to the other device. It was reported to boston scientific corporation that a capio slim device was used during a sacro spinal fixation procedure performed on (B)(6) 2015. According to the complainant, during preparation and outside the patient, the physician test fired the capio slim and the needle carrier got stuck in the capio cage. A second capio slim was used and the exact device malfunction happened. The procedure was completed using a third capio slim. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.